Manufacturer narrative:
Lot 15798197: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis and a gore® tag® thoracic branch endoprosthesis. Prior to placement of a 26 fr gore® dryseal sheath in to the right common femoral artery, the arteriotomy was serially dilated to accommodate the 26 fr introducer sheath. Reportedly, the conformable gore® tag® thoracic endoprosthesis was successfully deployed in the descending aorta without issue. Additionally, the gore® tag® thoracic branch endoprosthesis was successfully deployed in the left subclavian artery. An intra-operative angiogram was performed which showed the endograft to be widely patient with no evidence of endoleak. The 26 fr gore® dryseal sheath was withdrawn and an angiogram performed. The angiogram showed evidence of right common iliac artery rupture. Reportedly, the cause of the rupture was due to the insertion of the oversized 26 fr sheath into the smaller right iliac artery (artery size was not given). Three gore® 13 mm viabahn® endoprostheses were reportedly implanted from the right common iliac artery to the external iliac artery with coverage extension to the level of the common femoral artery in an effort to repair the iliac artery tear. Additionally, the physician elected to perform an interposition bypass at the right common femoral artery. An 8 mm dacron graft was anastomosed to the superficial femoral artery. End-to-end anastomosis were then performed between the viabahn stents and the dacron graft. It was reported, the procedure concluded with perfusion fully restored to both lower extremities, and the patient tolerated the procedure.

Manufacturer narrative:
The patient's medications: includes; xanax , eliquis, lipitor, coreg, zyrtec, plavix, vitamin d2, lexapro, lasix , norco, nystatin topical powder, prilosec, and potassium chloride.